Event description:
The iab was inserted into the pt on 10/27/97. On 11/1/97, the iab leaked. Blood was noted in the tubing. No alarm sounded from the pump. On 11/18/97, the following info was reported: "the pt had an altered mental state on onset of iabp. There were no further problems and the pt is recovering without any negative consequences." On 11/20/97, datascope received the mandatory medwatch form from the user facility; us/dist report #: 320037-0000-1997-7 and the following info was reported: the pt had some confusion on onset. On 12/3/97 it was reported that no alarms were activated on the pump but the nurse noted blood in the tubing approx. 1.500" from the pump. Event complications: none - reported 11/5/97; confused - reported 11/20/97; 12/3/97. Pt current status: intubated; rpt'd - 12/3/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738, and position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.